Event description:
The customer called technical support (ts) reporting that the device is not ventilating properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and reviewed the significant event log and confirmed the reported problem. The fse replaced the filters to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. Multiple attempts have been made to try to obtain further information about this case, but as of march 08, 2022, no further information has been received from the customer.